Manufacturer narrative:
Note: follow-up #2 was submitted prior to follow-up #1 due to an administrative error. Follow-up #1 is being filed to correct the sequence and complete the case record. No new safety or additional information is being reported. Device evaluation as stated in follow up#2: no fault was found with the device. The motor was able to be rewound without issue, and the engineering logs indicate that the device was delivering therapy on 2025-11-02, several days after the user's call. This indicates that the device was functioning prior the user returning it. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during an infusion set change and again during a dry-run load attempt, and a replacement device was shipped while two steel contact detach infusion sets were wasted during troubleshooting; blood glucose remained unaffected. Customer care provided assistance that included customer service troubleshooting steps to clear the alert and attempt reloads. Investigation of this case revealed recurrent load-process alerts that persisted despite standard recovery steps, with no impact on blood glucose. Symptoms included no adverse clinical effects. Outcomes included product replacement and use of additional disposable infusion sets without medical intervention or hospitalization. It was concluded that the event involved a device alarm during setup with no patient harm and that replacement was provided to restore therapy continuity.